Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, high, out of range impedance as well as low r-wave amplitudes were noted on the right ventricular (rv) lead. During a clinic visit, loss of capture was noted on the rv lead. Temporary programming changes were made to check the patient's intrinsic rhythm and tachy therapies were turned off. Final programming changes were made on the left ventricular lead to provide a safety margin. Patient was scheduled for an rv lead revision. The patient was stable.

Event description:
New information received notes that the right ventricular(rv) lead was capped on (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.